Event description:
Attempts to obtain additional relevant information have been unsuccessful to date. The state vital records will not release the death certificate to device manufacturers.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported by the neurologist that the vns patient passed away years ago. The neurologist was unable to provide any additional information as the office no longer has any of the patient¿s files. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2004. The last known interrogation of the patient¿s device occurred on (B)(6) 2005.